Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
The event was not confirmed. Product image was received. It showed areas of sparse bony ongrowth were present and also that there was some damage to the neck area and ha coating that is consistent with explantation damage. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.